Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes contained oil gel globules. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for air bubbles in the gel as well as oil gel globules with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for air bubbles in the gel as well as oil gel globules with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause for the air bubbles in the gel was determined to be related to a manufacturing issue. However, the root cause of the oil gel globules (post-centrifugation) could not be determined. Furthermore, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes contained oil gel globules. No serious injury or medical intervention was reported.